Event description:
A patient reported experiencing inaccurate erratic results with a otbe meter. The patient's blood glucose results were 400mg/dl (in the reported issue notes its states, "reading went up to almost 400."), 300mg/dl, 0mg/dl. Tests were done within < 10 minutes with a difference of 101%. Patient did not experience any adverse events. No further information has been reported. Note-in the reported issue notes it states that, "customer was storing the test strips out side of the bottle."